Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, philips engineer reseated the hard drives in host pc which did not resolve the issue. Fse replaced the host pc and returned it to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified blinking leds and no output. Following the replacement of the host pc, installation of new license and old hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.